Event description:
Pt reported allergic type reaction after the atrium c-qur mesh was applied during a laparoscopic incisional hernia repair with mesh.

Manufacturer narrative:
We have not received any complaints of allergic reaction in the history of the product. The only coating on the mesh has no known allergens. We have not received the product back and will send a follow up report when/if we have it to analyze.